Event description:
Additional info provided by the reporter indicated that two needles detached from the suture after two or three passes during the procedure. There was no medical intervention required.